Event description:
It was reported that a patient experienced a cardiac tamponade during a farapulse procedure. Significant body movement was observed, and there is a possibility that cardiac tamponade occurred due to non-(B)(6) catheter that had been inserted into the body. Per additional information received, follow-up was done with tie, but there was no further increase from the pericardial effusion, so cv was inserted, CT scans were taken and was sent back to room. When we interviewed the patient today, we were told that after returning to the room, a drainage was performed, and the chest was opened. The patient's current condition is stable. According to the doctor. He believes that the cardiac tamponade was caused by an ice catheter made by another company. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).